Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the post has fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during procedure. No adverse events has been reported as a result of the malfunction.